Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device delivered an alert for out of range impedance on the non-abbott right ventricular lead. The patient was unable to feel the vibrational alert. The device's vibratory alert was deactivated. The patient's condition was stable and will continue to be monitored.